Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which experienced failure code 810:04. There no patient injury or medical intervention occured. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information was available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated and verified to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.